Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was changing their basal rates with user input. The customer¿s blood glucose level was 280 to 300 mg/dl at the time of the incident. The customer's basal rate was supposed to be 2.5 but the rate change to 1.0. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under/over delivery anomaly noted and passed the delivery accuracy test. No possible under delivery anomaly noted during test.